Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) was not functioning properly. During the surgical procedure, a hole was identified in the right cylinder. The right cylinder and the pump were replaced. No patient complications were reported.

Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) was not functioning properly. During the surgical procedure, a hole was identified in the right cylinder. The right cylinder and the pump were replaced. No patient complications were reported.

Manufacturer narrative:
Model number/catalog number: 72404310, serial number: n/a, batch/lot number: 1000134287, model/catalog description: pump ms, unique identifier (UDI) #: (B)(4). Model number/catalog number: 720182-01, serial number: n/a, batch/lot number: 1000059031, model/catalog description: reservoir flat 100 ml, unique identifier (UDI) #: (B)(4). Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. The cylinder was microscopically inspected and leak tested. Microscopic inspection revealed that the kink resistant tubing (krt) of the cylinder was worn to the filament, with two holes identified. The holes did not extend into the innermost layer of the tubing. Additionally, wear was observed at the fold locations at the proximal end and the middle of the cylinder. The leakage test of both the cylinder and the krt passed. The ms pump was microscopically inspected and leak tested. Microscopic examination revealed the presence of contamination (bodily fluid) within the ms pump. The ms pump tubing had been cut down to the pump block, and the removed tubing was not returned for analysis. The ms pump passed the leak test. To prevent potential damage to the test equipment, functional testing of the ms pump was not performed. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. A risk review was completed and confirmed that the events of "mechanical malfunction (leaks, incomplete inflation/ deflation, kinking)" and "excess force or friction on silicone leads to stress, strains, holes or tears" were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the information available and analysis results, the reported clinical observation of cylinder hole/perforated and device mechanical issue could not be confirmed. A conclusion code of cause not established was assigned to this investigation.